Event description:
Additional information was received from the patient who reports the cause of the device not working was their manufacturer representative (rep) was unable to set settings in order to benefit them. They report they have had their ins removed and their back now feels better without it. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), did not work as intended. The patient underwent surgery three times, and the device was eventually removed. The patient expressed dissatisfaction with the service received from representatives, noting that initial interactions were positive but subsequent support was lacking. The patient had high expectations for the implant to aid in returning to work, which were unmet. The patient mentioned contacting a representative and being advised to consult their surgeon, leading to the explant of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.